Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the right ventricular lead exhibited out of range pacing impedance measurements and noise. During the revision procedure the physician was unable to gain access, thus the lead was reprogrammed to unipolar pacing and the pacemaker was electively explanted. Five days later the patient underwent another revision procedure where the rv lead was surgically abandoned. No additional adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.